Manufacturer narrative:
Info provided by the laboratory that a user had previously replaced the reagent in reagent bottle 1 with 100% ethanol. Evaluation of the instrument logs provided and info provided by the laboratory indicates two (2) processing protocols were affected. Bottle 1 was used for the first time in the fixation step of the (B)(4) protocol started in retort a at 23:39pm on (B)(6) 2014 and bottle 2 was used for the first time in the fixation step of the (B)(4) protocol started in retort b at 17:10pm on (B)(6) 2014. This finding suggest a use error occurred during the replacement of reagent in reagent bottles 1 and 2 which was performed prior to commencement of the protocols from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification during execution of the protocols from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Specifically, the laboratory advised that a user had a replaced the reagent, which was designated from <formalin>, with 100% ethanol in error. This info was provided to leica biosystems by the complaint.

Event description:
On (B)(6) 2014, leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 420 cassettes from two (2) processing runs using peloris ii tissue processor. Preliminary info provided by the laboratory indicates that a user had replaced the reagent in bottle 1, which is designated for formalin with 100% ethanol in error and requested advice/assistance to prevent this event from re-occurring. The laboratory reported that all the tissue samples involved were diagnosable. Telephone support was provided by a leica field support specialist (fss) on (B)(6) 2014, in order to provide assistance with the investigation and resolution of the circumstances involved in this complaint. The fss communicated the importance of reading labels on the reagent bottles to mitigate recurrence of the circumstances, which resulted in the sub-optimal tissue processing reported in this complaint.